Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information regarding the event was requested but not received.

Event description:
Related manufacturer reference: 3005334138-2020-00322. During a premature ventricular contractions ablation procedure, an entanglement and subsequent cancellation occurred. Two femoral introducers were placed into the femoral vein. Following the coronary sinus and right ventricle mapping, a transseptal puncture was performed, exchanging the introducer and removing the tacticath catheter. When the sheath was in the superior vena cava, the hd grid was inserted into the introducer to complete the previous map made in the right ventricle. When the hd grid was attempted to be removed, it was entangled. The hd grid was able to be removed with force, however damage was noted too the device. It is unknown what the hd grid was entangled on causing the removal difficulty. When the sheath was attempted to be removed, it also became entangled and broke at the most proximal part, leaving most of the sheath length left in the patient. The detached introducer component could not be removed. The procedure was unable to be completed and the patient was followed. The detached component was removed successfully by a vascular physician using a subclavian approach. The patient recovered and there were no adverse patient consequences.

Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation, along with two images. The images appear to show a damaged hd grid and sheath during the procedure. The distal coupler and electrodes were displaced. The pellethane tubing and nitinol frame was torn exposing the wires below. The catheter was inserted into a stock agilis sheath with no resistance or anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the entanglement issue remains unknown. The cause of the displaced electrodes and coupler and the torn paddle is consistent with damage during use. Per the IFU, catheter entrapment within the heart or blood vessels is a possible complication of electrophysiology procedures.